Manufacturer narrative:
Patient information is unknown. 510k: this report is for an unknown plate: 4.5mm valcp condylar plate /unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Plate was not removed; therefore, date not applicable. Without a lot number the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Complainant part is not expected to be returned for manufacturer review/investigation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient was implanted with variable angle condylar plate on an unknown date. The patient had a nonunion and was revised with open reduction internal fixation of femur on (B)(6) 2018. The plate was not removed from the patient. (B)(4) documents that during the revision the collinear reduction clamp broke into two pieces. This report is for an unknown plate: 4.5mm valcp condylar plate. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. This report is for an unknown screw /unknown lot. Part and lot number are unknown; UDI number is unknown. Explant date is unknown for screw. It most probably occurred on (B)(6) 2018. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for an unknown trauma screw. This is report 1 of 2 for (B)(4).